Manufacturer narrative:
(B) (4) - (won't open/close). The device has been rec'd for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B) (6) 2009 (B) (6). According to the complainant, after capturing the stone, the handle grip functioned 2 to 3 times. However, an abnormal noise occurred and the basket would not open or close. The device was removed without incident. The procedure was successfully completed with another trapezoid rx lithotripter compatible basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.